Event description:
Drug/diluent: ropivacaine 2%. Fill volume: 400 ml. Flow rate: 8 ml/hr. Procedure: collar bone plating. Cathplace: interscalene scalene bloc (isb). Pt's mother called the nurse hotline ((B)(6) 2012) regarding her (B)(6) son. Pt had swelling on the right side of his face at times, difficulty breathing, and right pupil restricted. The pt denies blurred vision, peri oral numbness, or ringing in the ears. Pt does state metallic taste in his mouth. Pt had the same symptoms the previous night ((B)(6) 2012) and had gone to the emergency room, where he had an x-ray and breathing treatment. The symptoms dissipated after the intervention and reoccurred 12 hours later. This is when the pt's mother contacted the nurse hotline. I-flow's hotline nurse instructed pt's mother to clamp the pump and call the anesthesiologist. The hotline nurse placed a follow up call to the pt's mother and she informed us that the anesthesiologist instructed the pt's mother to discontinue the pump and catheter and throw it away immediately. The pump was not empty when it was disconnected. Pt's mother states that after surgery in pacu (post-anesthesia care unit), pt had severe n/v (nausea/vomiting) and decreased blood pressure. Pt current status: stable, symptoms resolved . Symptoms occurred less then 24 hours later. Medical intervention: yes, emergency room visit - x-ray and breathing treatment. Date of surgery: (B)(6) 2012. Expected infusion time: 48 - 72 hours. Infusion start date/time: (B)(6) 2012, post op 12:45 pm. Infusion end date/time: (B)(6) 2012, unk time when pump was dc'd.

Manufacturer narrative:
Method: no sample is available for evaluation and investigation. Results: the sample was discarded by the end user. Conclusions: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specifications prior to release. A retrospective review of the I-flow complaint data base from the pump's manufacture date to present ((B)(4) 2012) showed that this incident is the only one reported for lot number 0200601754. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Should additional information pertinent to this event becomes available, I-flow will submit a follow up report. Our hospital contact: (B)(4).